Event description:
It was reported that the column on the 9800 system is not moving down unless it is first raised to the cm mark. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the column power supply (24v). The system was tested and found to be working as intended and placed back into service.